Manufacturer narrative:
Our records indicate that this device remains implanted at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks which were appropriate for ventricular tachycardia. The device triggered end of life (eol) with a monitoring voltage of 2.54 volts and charge time measurements of 42.5 seconds. A change out procedure has been scheduled for the near future. No adverse patient effects were reported.

Event description:
Additional information indicated that tachycardia therapy was turned off. The field representative indicated that it was believed the device is no longer pacing per the telemetry at the hospital. A change out procedure has not been scheduled as the patient now has a do not resuscitate (dnr) order and palliative care counseling is being performed with the family.